Event description:
The clinic reported that a pt treated for a laser vision enhancement procedure presented at approx 5 months post-op with a large epithelial ingrowth in the right (od) eye. The surgeon lifted the flap and removed the ingrowth. The pt's post-op visual acuity prior to the removal of the ingrowth was 20/25 od.

Manufacturer narrative:
(B)(4): no clinical support or service was requested. Clinic reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.